Manufacturer narrative:
Unit passed displacement and active current measurement tests; it failed sleep current measurement test. Upon further examination the battery compartment is corroded, and there are traces of corrosion on pcb1 around the battery connectors. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had unexpected battery power loss. Customer's blood glucose value was 5.9 mmol/l at the time of the incident. Customer states the type of battery in use is (B)(4). Reviewed alarm history. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer states the battery was not previously used. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was assisted with troubleshooting. Device will return for analysis.